Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.

Event description:
Reporter reported one incident of finding an inverted septum on the extension set being used. A sample has been requested for evaluation. No injury reported.